Event description:
It was reported that non sustained rv oversensing due to crosstalk was observed via review of remote transmissions. Chest x-ray and possible lead replacement was discussed. No further information is available at this time.